Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a procedure. According to the complainant, it was noticed that the needle was bent. It could not be reported how the procedure was completed. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a procedure. According to the complainant, it was noticed that the needle was bent. It could not be reported how the procedure was completed. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found the needle bent and the catheter cut at the distal section. No abnormalities were noted with the device riveting and welding which were within specifications. Ring gage test was performed and was found out of specification. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint; needle bent. The most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. (B)(4)